Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Supplier performed these evaluations. During evaluation a review of quality records was conducted and prior to distribution these two devices met all manufacturing and quality testing/inspection specifications. For p/n 82-6631; s/n (B)(4): the catheter was evaluated and the following observations noted: 1 - slight film residue over sensor area. 2 - suture attached to catheter material. 3 - catheter material kinked 2.1cm from sensor case. 4 - foreign residue (saline) inside connector and potentiometers appear rusty in color. 5 - the device failed water pattern testing - off scale in approximately one hour. 6 - sensor cannot be balanced/adjusted. 7 - no further testing was possible. Mfg. Date: 10/14/2013. Based on the above evaluation, the supplier was able to confirm the complaint. It appears the cause of the failure is user related (fluid ingress in connector). For p/n 82-6631; s/n (B)(4): the catheter was evaluated and the following observations noted: 1 - millar sensor is not functional. 2 - catheter material and internal wires cut 5.3cm from sensor case. 3 - at the cut site, catheter material is intact. Internal wires cut thru and exposed (see attached photo). 4 - suture attached to catheter material. 5 - multiple kinks along catheter body. 6 - no testing possible. Mfg. Date: 10/29/2013. Based on the above evaluation, it appears that the device was inadvertently damaged by the customer during use. For p/n 82-6635; s/n unk. Reported icp express unit was not returned to codman; therefore, the evaluation could not be performed. If this unit becomes available, this complaint will be reopened and the respective evaluation performed. Trends will be monitored for this or similar complaints. At the present time, this complaint is considered closed.

Event description:
Affiliate reported that the sensor was implanted to the trauma patient who was (B)(6). Just after implantation, the readings abnormally changed between 500mmhg and -90mmhg. The device was replaced, but the situation remained the same. After the patient was transferred to ICU and the device worked properly. The surgeon suspects the influence by the magnetic field of MRI. (B)(6) 2014 - additional information reported as explained that as for the complaint (B)(4), two products (B)(4) will be returned for evaluation. In addition, one icp express will be sent back to you too. (B)(6) 2014 - it is not clear if both devices were revised. Affiliate has not yet response to questions for additional information. As a conservative measure both products will be reported.